Manufacturer narrative:
Correction regarding initial submission - issue related to phone number (B)(6). Your submission was rejected due to g2 error message having invalid country code. Please correct the issue and resubmit.

Event description:
Implant failed due to a failure to osseointegrate. Correction regarding initial submission - issue related to phone number (B)(6). Your submission was rejected due to g2 error message having invalid country code. Please correct the issue and resubmit.